Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient¿s legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the primary surgery date for the right hip and revealed a total hip procedure took place on (B)(6) 2005; however, it is unknown which hip (right or left) the (B)(6) 2005 procedure was performed on. Invoice history also confirmed that a revision procedure was performed on (B)(6) 2011 and suggests that the modular head, taper adapter and acetabular cup were removed and replaced. Further follow up revealed the (B)(6) 2011 procedure was a right hip revision, but no information was provided to confirm the reason for the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2014-00235/00236 & 00271/00274 & 00334).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the primary surgery date for the right hip and revealed a total hip procedure took place on (B)(6), 2005; however, it is unknown which hip (right or left) the (B)(6) 2005 procedure was performed on. Invoice history also confirmed that a revision procedure was performed on (B)(6), 2011 and suggests that the modular head, taper adapter and acetabular cup were removed and replaced. Further follow up revealed the (B)(6), 2011 procedure was a right hip revision, but no information was provided to confirm the reason for the revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative reports noted the patient underwent a right total hip arthroplasty on (B)(6), 2005. Operative reports indicated that a right hip revision was performed on (B)(6), 2009 due to instability and dislocations and noted the presence of cloudy joint fluid, fibrous tissue, and lack of bony ingrowth on the acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced. Operative reports further noted an additional right hip revision was performed on (B)(6) 2011 due to pain and a loose acetabular cup and noted the presence of metallosis, clot appearing synovial reaction, clear fluid, and no bony ingrowth on acetabular cup. The acetabular cup was removed and replaced with a competitor's component. The modular head and taper adapter were removed and replaced.